Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a burnt-looking drive support cap. The side of the device's screen went black as well; the blackness manifested as black lines that remained on the display. The device also alarmed motor error at the end of (B)(6). Troubleshooting was initiated. The patient's blood glucose was 145 mg/dl. The device had not been exposed to any strong magnetic fields. The device passed the displacement test. A rewind was performed without incident as well. The caller confirmed that the device had not been dropped or bumped. A self test was performed and passed; there were no missing segments detected during the test. However, the insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. No motor error alarm noted and the motor was tested outside of the device and passed. All operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no missing segments or partial display noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window, slight stained end cap sticker and minor scratches on the display window noted.